Manufacturer narrative:
Date rec'd by MFR: 22jul2019. Although requested on multiple occasions, the details of the failure, evaluation and repair of this ventilator were not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit had an unidentified error and the system stopped. The customer reported there was no patient involvement. The event date was not specified; estimate used.